Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that during fill cannula insulin pump was started to alarm and customer did not saw the alarm on screen after that the display went blank and voise signal. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device gave an unexpected full segment display due to faulty x2 at the I/b. No blank display anomaly noted. Unable to verify operational currents or perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test due to full segment display.